Event description:
It was reported that impedances were within normal limits on all but one electrode. The patient was reprogrammed around that electrode with good results. No cause of the event was determined.

Manufacturer narrative:
Product ID 3778-45, serial# (B)(4), implanted: 2010 (B)(6), product type lead, product ID 3778-45, serial# (B)(4), implanted: 2010 (B)(6), product type lead, product ID 37752, serial# (B)(4), product type recharger, product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).